Manufacturer narrative:
(B)(4). The occlusion alarm that was observed in the alarm log review and during functional testing was identified as an f-2 alarm. This alarm is associated with downstream occlusion. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no:(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional test and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The occlusion alarm was identified during functional testing. The cause of the condition was damaged latch roller which was replaced to resolve the issue. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an occlusion alarm. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.